Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient incurred a massive burn (3rd degree) underneath the knee ( 8-10 cm), the patient was a day hospital patient. There were no problems during the operation, suction of tristar was connected, the following days a massive burn occurred. The staff didn´t pick up the electrode, because there were no problems during the operation.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are several factors that could contribute to the reported event. Failure to attach the recommended suction properly can result in patient injury. Also, inadequate flow and circulation of saline could cause a patient burn and are outlined in the warning and precautionary statement in the instructions provided with the device. Insufficient clinically relevant supporting documentation was provided for inclusion in a thorough medical investigation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.